Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump battery compartment was observed to be cracked at the lip to the case seal. The cartridge compartment was observed to be chipped with a crack from the compartment lip to the side u-groove. The pump powered on and the display screen was noted to be dim and discolored with a reddish hue. The keypad buttons were tested and were found to be intermittently responsive to button presses. The keypad was removed and contamination was observed under the button contacts. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the pump had damage to the battery and cartridge compartments, a dim discolored display screen, and intermittent response of the keypad buttons. This report is made based on the results of evaluation completed on (B)(6) 2015.